Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a supratherapeutic international normalized ratio (inr) of 8.0 in clinic. The patient had not been eating much on the days leading up to the clinic as the patient didn't want to be admitted for fluid overload. The lack of eating increased the international normalized ratio (inr). The patient refused admission and the care team allowed the patient to return home with nutritional education. Two days later, the patient was found slumped over and emergency medical services found the patient obtunded upon assessment. The patient was admitted and a computerized tomography (CT) revealed a hemorrhagic cerebrovascular accident (cva) and an inr of 6.8. The patient coded and was intubated and the care team believes the patient herniated. The next day the family decided to withdrawal care as the patient was considered braid dead following herniation and the patient expired.